Event description:
Customer states that her insulin pump had multiple no delivery alarms, which led to her hospitalization. Her blood glucose levels were very high at 500 mg/dl. Customer stated the alarm was resolved after a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see manufacturer report number 2032227-2014-02165.

Manufacturer narrative:
The reliability analysis evaluated 1 opened or used reservoir. The reservoir, snap cap, and septum were inspected for anomalies. There were none found. Ran occlusion test per dop 114 811 as follows reservoirs filled with diluent, and connected to a new infusion set. The reservoirs and connector were installed into a 7xx pump. An infusion set was performed. It was concluded that the reservoirs was not occluded.